Event description:
Report received from (B)(6) states: "the infusion line tubing does not fit with the trocar, the second pack presents the same defect and the third one was good. Although the trocar was in the eye, the wound was leaking vitreous fluid; therefore, the surgeon removed the trocar and inserted it in a new location. No patient impact."

Manufacturer narrative:
The device has been requested, yet not been returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 2.